Event description:
This event involved a patient who experienced power source change in the controller earlier than expected 2 months after heartware lvad implantation. The vad technician tested all batteries as related to the issue. The batteries and the controller were removed from the patient and replaced. There were no injuries associated with this event. The investigation is ongoing.

Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery ((B)(4)) contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of three reports (3007042319-2013-00203, 00204 and 00205) submitted for devices related to the same event.

Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of three reports (3007042319-2013-00203, 00204 and 00205) submitted for devices related to the same event.